Manufacturer narrative:
Investigation summary: a device history record review showed no rejected inspections or quality issues during the production of the reported batch number that could have contributed to the defect of needle retraction failure. As no sample units were provided for evaluation, observations and testing could not be performed, therefore, bd was unable to confirm the reported defect and a root cause could not be determined. Investigation conclusion: the corrective action statement is approved / authorized and final review of the complaint will be conducted by the designated complaint handling unit (dchu). Lot #: 7146918, complaint: needle retraction failure. Event description: (B)(6) 2017 @ 1:10 pm customer called in advising needle retraction failure. No replacements needed. Unused sample available for return. Lot analysis: device/batch history record review: yes. Reason: dhrs are available for review as needed and are required for quality issues relating to product traceability or if the reported incident is a medical device reportable. Findings: MDR: review was conducted. Lot 7146918 was built on afa line 2 on 28may2017 thru 03jun2017 for the quantity of (B)(4). And packaged on afa packing lines 8 and 9. Review of DHR revealed all required challenge samples and testing was conducted per specifications and in accordance with the in-process sampling plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pir. Sap (qn) database review: yes. Reason: this database tracks any issue during production that would affect product quality. Findings: subject code was an s1 severity ranking. Review was conducted for this MDR-level a investigation; as a result of the review there were no reject activity findings relevant to the defect stated in the pir associated with the lot number provided for this incident. Observations and testing: observations and testing could not be performed because units were not received for investigation of this incident. Investigation samples(s) meet manufacturing specifications: unknown; units were not received for observation and testing. Was the device used for treatment or diagnosis? Treatment. The peura (end user risk analysis) (B)(4) version j was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Conclusions: confirmation of the defect of needle retraction failure stated in the description of the complaint could not be identified or confirmed and cause could not be determined, as the unit described in the product incident report was not returned for evaluation and testing. Therefore, there was no physical/mechanical evidence to confirm or to support manufacturing process related issues for the reported defect. This incident is indeterminate. Did the evaluation confirm the customer¿s experience with the bd product? N/a; unable to confirm the customer¿s experience because units were not returned for evaluation and testing. Were we able to reproduce the customer's experience with the bd product? N/a; unable to reproduce the customer¿s experience because units were not returned for evaluation and testing. Root cause: relationship of device to the reported incident: indeterminate . Comment: units not provided for investigation of the reported incident. Rationale: a root cause could not be established. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. Other action taken: product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators and/or process control technicians to ensure any gross process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter failed to retract its needle after use. No serious injury or medical intervention reported.